Manufacturer narrative:
Complaint (B)(4): received (B)(4) pcs 456073p/b2308359 and (B)(4) pcs 456073p/b230533e for evaluation. We have no further complaints of either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples, and tubes were verified to have no presence of potassium. The alleged malfunction is not confirmed.

Event description:
The customer advised they experienced elevated potassium levels.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.